Manufacturer narrative:
(B)(4).

Event description:
An external visual inspection was performed and passed. Receiver charge and boot testing was performed and passed. Receiver functional testing was performed and passed. Audio\vibration tests with dexcom global receiver communication tool were performed and passed. Try-it audio\vibration tests were performed and passed. A digital sound level meter test was performed and passed. The receiver case was opened for an internal visual inspection and passed. Speaker audio intermittent testing was performed and passed. The speaker resistance was measured and found to be within specification. The allegation was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.